Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an unspecified alarm one hour after setting a temporary basal rate. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to gather additional information regarding this event. However, none was provided.